Event description:
The rep reported the device was used during a low anterior resection. It was reported a cdh25 was opened for the case and it was decided there were no staples in it. Although the rep looking at it now can see some staples. The case was completed using another cdh25. There was no consequence to the pt.